Event description:
As reported to coloplast, though not verified, the patient with this device experienced pelvic pain, vaginal pain, abdominal pain, dyspareunia, mesh migration, exposure, difficulty with daily activities, bleeding, recurrent infections, pelvic floor disfunction, abnormal vaginal discharge, urinary urgency problems, scarring and the sensation of not emptying bladder completely. Surgical intervention was required to remove mesh.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.